Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a sore underneath the left electrode. Sore was open and raw. There was no medical intervention. During a follow-up, it was reported that the patient's irritation did not improve but was bothering him less.